Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was entangled and twisted and the catheter was advanced to the floppy end of the guidewire. Impedance test shows an electrical open at distal end of the catheter between 0-10 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but lost image has occurred. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was entangled and twisted.